Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. Meter powered on with button press but not with test strip insertion. Upon further investigation the meter was disassembled and control solution contamination was observed in the test strip port. Meter label copy instructs users to not introduce liquids into the test strip port. The complaint is not confirmed. This is a final report.

Event description:
Customer reported that on (B)(6) 2014 at 7:00 pm, he attempted to test using his adc blood glucose meter but noted it would turn on when the button was pressed, but not with test strip insertion. Customer further reported he experienced "dizziness", "was unable to function", "cannot hold up" and was "throwing up". Customer denied self-treating, but self-presented to a local healthcare facility where he was diagnosed with dka (diabetic ketoacidosis). Customer was treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.